Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use the bd microtainer® map microtube for automated process k2 edta were clotting. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for issues with the additive that may have led to clotting was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to quality of the additive as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for any issues with the tube additive that may have led to clotting with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that after use the bd microtainer map microtube for automated process k2 edta were clotting. No serious injury or medical intervention was reported.